Event description:
The customer reported that the first slide position of the instrument was hot to the touch while the instrument was not in use. It was confirmed that only the first slide position was affected by the issue. An agilent field service engineer (fse) went on site to service the instrument but was unable to verify the customer's reported issue, as upon inspection the heater remained cold and unable to operate. It was found that the heater cables had shorted causing the thermal fuse to be triggered resulting in the heater being disabled. The fse replaced all required components. The instrument is fully operational and ready for use. While there was no direct or indirect user harm reported for this event; it is being reported due to the potential for harm if the event were to reoccur. Therefore, this report is being filed as part of agilent's commitment to due diligence reporting.